Event description:
Pt reported they had 2 pumps, 1 was not working and gave the to the rn with (B)(6) and other was returned. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: ocrevus sdv - 600mg. (B)(6) has not dispensed medication since 2023, pt is currently filling with accredo. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - unknown; is device associated with event available for return? - unknown.